Event description:
The customer contacted physio-control to report that the pacing output on their device was too low. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that there was a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed the reported issue. The cause of the reported issue was determined to be due to a failure of diode cr30 on the therapy pcb assembly. The diode was shorted from pins 5 to 9. The device was repaired by replacing the therapy pcb assembly. Following the repair, proper operation was confirmed during functional and performance testing. The device was subsequently returned to the customer for use.